Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient was having seizure, and felt like mush in the head and tired. The seizure stopped when the stimulation was turned off.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-9218-15 serial #: (B)(4). Description: precision m8 adapter, 15cm.

Event description:
A report was received that the patient was having seizure, and felt like mush in the head and tired. The seizure stopped when the stimulation was turned off.

Manufacturer narrative:
Additional information was received that the patient was reprogrammed and was doing well. No further course of action will be taken at this time.

Event description:
A report was received that the patient was having seizure, and felt like mush in the head and tired. The seizure stopped when the stimulation was turned off.

Manufacturer narrative:
Additional information was received that the patient had a shocking sensation since being implanted a year ago. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was having seizure, and felt like mush in the head and tired. The seizure stopped when the stimulation was turned off.